Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), the gore® tag® thoracic endoprosthesis is only compatible with the gore® dryseal sheath. Compatibility with other sheaths has not been established. If an incompatible introducer sheath is used, damage may occur to the endoprosthesis, delivery system, or catheter, which may cause premature or inadvertent deployment, or breakage. The device was returned to gore for engineering evaluation. The device evaluation showed the following: the dual lumen on the delivery catheter showed signs of necking. The findings from the evaluation confirmed the event description of the leading olive separating from the delivery catheter. The root cause for why the leading olive separated from the delivery catheter was the olive encountering resistive force.

Event description:
On (B)(6) 2018, the patient underwent treatment of a chronic stanford type b dissection with conformable gore tag® thoracic endoprostheses. After a tgu262610j was implanted in the intended position through a 20 fr gore® dryseal sheath with hydrophilic coating, an endoleak was observed. In order to treat the endoleak, a tgu313110j was additionally implanted proximal to the tgu262610j. While the physician was withdrawing the delivery catheter of the tgu313110j, the leading olive met resistance. When the physician continued to pull back the delivery catheter, the leading olive was detached. The detached leading olive was removed from the patient. The patient tolerated the procedure with no reported adverse event. It was reported that other manufacture¿s pig tail catheter was also inserted in the same 20 fr dryseal sheath while the tgu313110j was advanced and removed.

Manufacturer narrative:
Added implanted date.